Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 2.8 (strip lot #234523), 3.8 (strip lot #241836), 3.4 (strip lot #241836). Caller also reported discrepant results compared to a lab point-of-care (poc) meter. Results as follows: date: (B)(6) 2011, inratio: 3.2, lab poc: 2.8. Patient's therapeutic range: 2.5-3.5 inr.